Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that during setup of an impella cp and automated impella controller (aic), the pump was connected to the aic, primed, and subsequently had an alarm stating there was a fiber optic sensor malfunction. The medical team followed troubleshooting steps that appeared on the aic screen and the issue resolved. No issues were reported during the implantation of the impella cp. During the patient¿s procedure and while on impella support, there were alarms for placement signal not reliable, and the aorta placement signal was in and out of reading. The procedure continued without issue, and the impella pump was discarded after use. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived. This complaint involves two impella devices: impella cp, with serial number: (B)(6). Automated impella controller with serial number: (B)(6). This MDR specifically addresses impella cp, with serial number: (B)(6), which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.

Manufacturer narrative:
Investigation summary: the device was not returned for evaluation. Placement signal issue: data logs were reviewed and the report was confirmed. The device was not returned, and the cause cannot be established.